Manufacturer narrative:
The report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on 2/27/18. Hemostasis was obtained with the anchor-collagen seal of the angio-seal device. The knot slides and it usually goes lower only to almost half the arterial wall. What did not work was the automatic compacting tube. This compaction was ensured with the maneuvers described in our troubleshooting for this situation. There was no other equipment or devices used with the angio seal. The procedures were without complications and the punctions revised with angiographies (translated: puncture site confirmed with angiography) the closure was used at the end to complete the case. There was no blood loss. The hemostasis was effective. It went not down but it did not come out of the centimetrated introductor shaft, (translated: introducer sheath), the automatic compacting tube.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted no findings. This report is for the device that was used in the left bilateral puncture of the afc (common femoral artery) of the same patient that was reported in MDR report no. 2243441-2018-00023.

Event description:
The user facility reported that the compacting tube in angio-seal evolution that is responsible for the correct placement of the collagen on the arterial wall, did not descend and remained inside the introducer and was unable to see the green mark at any time. The collagen had gone down to the arterial wall and has achieved hemostasis without any unwanted consequences in vascular access. Diagnostic cerebral angiography + occlusion test. Bilateral puncture of afc right and left. Introducing 5f. Without anticoagulation or antiaggregation. Correct hemostasis, the compacting tube did not descend even when the tension is higher than usual. It was reported that the device was manipulated when trying to manually lower the tube. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal evolution device was returned for evaluation. No other accessory components were returned. Visual inspection revealed blood like substance on the device. The hemostatic sheath was properly mated with the deployment sleeve in the full rear lock position with the color bands exposed. The tamper tube was not visible and 3.063" of suture was exposed from the carrier tube assembly. No collagen or anchor remained on the distal end of the suture. The button was stiff, and the gap between the upper and lower handles of the device measured 0.046". No other anomalies were noted with the device. The device was x-rayed. The drive gear was visualized and was noted to be properly seated. The gearbox assembly was seated within the grooves of the lower handle in the distal position. The gears within the assembly were x-rayed and all found to be meshing with each other. No anomalies were found. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with 2.687" of rack extending beyond the gearbox assembly. Four turns of suture were present around the spool. The suture was attached appropriately with no other visible anomalies noted. Functional testing was conducted. Tension was applied to the suture remaining outside of the carrier tube assembly. The rack advanced 1.23" when resistance was experienced. The drive gear was rotated clockwise and the suture was pulled again with resistance was again experienced. The gearbox assembly was removed from the carrier tube and initial resistance was faced when applying tension to the suture. The suture and rack were moved through the assembly once more. No further resistance was encountered. The complaint can be confirmed for tamping mechanism issue due to the position of the of tamping tube in the returned device and resistance encountered with functional testing of the gearbox assembly. Visual inspection revealed the position of the tamping tube in the returned device and functional testing revealed resistance with moving the rack through the gearbox assembly. No other anomalies were noted with the device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.